Event description:
Customer had three calcium results that were initially low. After recalibrating, the results recovered higher. The initial results were not reported out. She said the issue had been going on for the last 2-3 months and they were needing to calibrate weekly. They had the same problem with uric acid for the last 3-4 weeks. The discrepant patient results she provided were for calcium only: initial calcium result 7.7, repeat 8.9 mg per dl. The field service representative determined there were multiple causes for the discrepancies: misaligned usms, dirty reagent and sample probes and tubing, old reaction cuvettes and heat cut filter and misadjusted gear pump pressure. He checked current monitor and photometer. He checked and adjusted rinse mechanism volumes, checked internal rinse volumes for reagent probes and checked wash solution operation. The field service representative adjusted ultrasonic mixers, replaced reaction cuvettes and heat cut filter. He decontaminated incubator batch with bleach and performed multiple bath exchanges and replaced reagent and sample probes. To verify analyzer operation, the field service representative ran post maintenance precision which was within specification.

Event description:
Customer had three calcium results that were initially low. After recalibrating, the results recovered higher. The initial results were not reported out. She said the issue had been going on for the last 2-3 months and they were needing to calibrate weekly. They had the same problem with uric acid for the last 3-4 weeks. The discrepant patient results she provided were for calcium only: initial calcium result 7.3, repeat 8.8 mg per dl. The field service representative determined there were multiple causes for the discrepancies: misaligned usms, dirty reagent and sample probes and tubing, old reaction cuvettes and heat cut filter and misadjusted gear pump pressure. He checked current monitor and photometer. He checked and adjusted rinse mechanism volumes, checked internal rinse volumes for reagent probes and checked wash solution operation. The field service representative adjusted ultrasonic mixers, replaced reaction cuvettes and heat cut filter. He decontaminated incubator batch with bleach and performed multiple bath exchanges and replaced reagent and sample probes. To verify analyzer operation, the field service representative ran post maintenance precision which was within specification.

Event description:
Customer had three calcium results that were initially low. After recalibrating, the results recovered higher. The initial results were not reported out. She said the issue had been going on for the last 2-3 months and they were needing to calibrate weekly. They had the same problem with uric acid for the last 3-4 weeks. The discrepant patient results she provided were for calcium only: initial calcium result 7.0, repeat 8.1 mg per dl. The field service representative determined there were multiple causes for the discrepancies: misaligned usms, dirty reagent and sample probes and tubing, old reaction cuvettes and heat cut filter and misadjusted gear pump pressure. He checked current monitor and photometer. He checked and adjusted rinse mechanism volumes, checked internal rinse volumes for reagent probes and checked wash solution operation. The field service representative adjusted ultrasonic mixers, replaced reaction cuvettes and heat cut filter. He decontaminated incubator batch with bleach and performed multiple bath exchanges and replaced reagent and sample probes. To verify analyzer operation, the field service representative ran post maintenance precision which was within specification.